Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was fluctuating while charging resulting in an unexpected shutdown. Customer confirmed pump display turned on when re-plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was not impacted.